Manufacturer narrative:
Analysis was able to confirm the customer comment that the calibration of the programmer screen was off, the cursor did not align with the stylus. The computer platform was replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the calibration of the programmer screen was "off" for the left side of the screen. The issue remained even post calibration. There was no patient involvement.